Event description:
It was reported the asymptomatic patient presented to the office where noise was sensed on the right ventricular lead. The right ventricular lead was subsequently capped on (B)(6) 2017 and replaced. The patient was stable during and after the procedure.